Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was changing the reservoir yesterday and was getting a compromised force sensor system alarm on the insulin pump. Customer was doing fill tubing and pressing the act button. Customer ended up trying maybe 5 times with the process. Customer's blood glucose was 150 mg/dl at the time. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that the drive support cap is loose and has fallen off. Customer remembered that it disappeared about a week ago. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer stated that he did have to go to the hospital for insulin to use with the manual injections. Customer stated that he had high blood glucose levels after the pump alarmed and he stopped using it but not due to the alarm or pump itself. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with cracked end cap and unit alarmed during basic occlusion test due to loose protruded drive support; unable to perform occlusion test, prime test and excessive no delivery test due to a33 alarms. All operating currents are within specification. The insulin pump passed displacement test, self-test, off no power test and a21 error test. The drive support cap disk was not missing. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads, missing end cap sticker and missing the drive support sticker.